Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure, as it is likely the graftmaster interacted with the heavily calcified, heavily tortuous, 90% stenosed lesion during advancement, resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that during the procedure an unspecified balloon failed to cross a heavily calcified and heavily tortuous mid right coronary artery; therefore, rotational atherectomy was performed. A cardiac ablation was then performed with a bar size of 1.5mm [diameter of the catheter tip], and a perforation occurred. The 3.50×19mm graftmaster covered stent failed to cross the lesion after several attempts due to patient anatomy. A non-abbott 3.5x20mm stent was used to treat the perforation. There were no adverse patient sequela. No additional information was provided.